Event description:
Esophageal manometry tube noted to have a slit in the clear outer sleeve exposing the white inner catheter just above the metal junction (upon removal from patient's left nostril). No harm to patient.